Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Impactor broke.

Manufacturer narrative:
This complaint remains under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed.

Manufacturer narrative:
(B)(4). Examination of the returned instrument referenced lot number nb68161 confirmed the threaded tip unthreads from the shaft. A previous investigation found the root cause is attributed to the supplier's manufacturing process; human error. The operator failed to drill and cross pin item (B)(4) (cup impactor insert) into item (B)(4) (pinnacle impactor straight shaft). It was also identified that the job traveler and current inspection documents show that there was no current verification of the cross pining process. The supplier created winspc inspection form verifying cross pin insertion 100% pre-polish for the welded cross pin operation and added 100% functional check that verifies the threaded insert is pined by trying to un-thread it using gauge-(B)(4) documented in the supplier's CAPA 8d-10753. The lot number is one of the instruments identified in the supplier's investigation report. No further action indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.